Event description:
A customer reported an occlusion alarm, but the specific alarm number could not be verified in the pump history. There was no adverse impact on the customer's blood glucose level. The customer successfully replaced the cartridge and infusion set, allowing them to resume insulin both times, although no further details were provided.